Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The excessive no delivery, prime and displacement tests could not be performed due to no button response. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and button error. The blood glucose at the time of the incident was 132 mg/dl. The customer stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.